Event description:
Reporter alleged customer's blood glucose on the advantage system of 187 mg/dl while experiencing symptoms of low blood glucose. Reporter stated that paramedics were summoned but that they were unable to treat the customer due inability to establish venous access. Reporter stated customer was taken to the hosp and treated with a "glucose injection." A request was made for the return of the suspect device and replacement product was sent.